Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The index procedure treated the severely calcified target lesion located in the left anterior descending (lad) artery. While advancing the 2.5x16mm taxus liberte stent the hypo tube fractured while outside the pt. The procedure was successfully completed with another taxus liberte. No pt complications occurred and the pt condition was reported as "good."

Manufacturer narrative:
A visual and microscopic examination identified that the device was returned in two sections to the complaint investigation site for analysis as a result of a break that occurred in the shaft. The break was measured at approx 17 cm distal from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. A visual and microscopic examination identified proximal stent damage. The stent struts on row 3 were raised distally. This type of damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B) (4).